Event description:
It was reported that the patient has been experiencing an increase in seizures. It was noted that diagnostics showed dcdc of 3 and that the battery is not near eos. The patient's current settings are output=1.5ma/on time=30sec/off time=1.8min. Good faith attempts for further information from the physician were unsuccessful. No corrective action is needed as there is no new harm or risk established for the patient or user.

Event description:
The physician¿s nurse stated that it was another physician that turned the patient¿s settings down due to the patient¿s complaint that he wasn¿t tolerating it and she doesn¿t know from the clinic notes what the symptoms were or any other details as that provider is no longer with their office. The patient underwent a generator replacement on (B)(6) 2016. The lead impedance after surgery was noted to be within normal limits at 3212ohms.

Event description:
It was reported that the explanted product could not be returned for product analysis as it was discarded by the hospital.

Event description:
On 1/25/16 clinic notes dated (B)(6) 2015 were received for review. The clinic notes mention that the patient is still having increased seizures of about once a week. It was noted that at the time of the patient's visit one month ago, the patient was having an increased number of seizures, baselines is about 2 per month. The patient does feel that he has been under more stress but no other reason was identified for continuing higher number of seizures. The physician later reported that he doesn't think the increase in seizures is related to vns. The plan is to add another AED. System diagnostics were within normal limits. He feels that the increase in seizures is possibly due to external factors. The increase in seizures is not above pre-vns baselines levels. It was also noted that the patient has multiple seizure types that increased.